Manufacturer narrative:
One ewards oximetry central catheter was returned for evaluation. The customer report of leakage from optical module connector was confirmed. As received, optical extension tube was tied up. Cut down was performed on optical extension tube, optic and kevlar fibers were removed from optic lumen for leakage testing of optic lumen. Interlumen leakage was observed between the distal and optical lumen. Interlumen leakage occurred on the backform. Other through lumens were patent without any leakage or occlusion. No other visible damage or inconsistency was observed from returned catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A CAPA was generated to investigate and perform actions regarding the leakage in backform of presep products. We have process controls in place to detect the reported condition, and 100% tests are in place to identify the defect before the product can be distributed to the field. In addition, based on our product investigation, we do not have any evidence that the failures are related to a manufacturing defect, as the devices passed all their associated testing before distribution to the field, where the issue was observed. Although a fundamental root cause was not able to be determined; opportunities of process enhancement were identified to strengthen the manufacturing process. A total of 10 root causes were evaluated. After evaluation, the retained root causes were equipment (the mold presented a damage and was not working properly), and documentation: lack of sufficient details lack of instructions in the preventive maintenance job plan of the mold. The non-conformance is not related to a labeling issue. Therefore, the risk assessment is deemed adequate, and no escalation is required. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use in patient, this oximetry catheter had catecholamine leakage with possible blood leakage from the connection between the optical module connector and hemosphere oximetry cable. On (B)(6) 2026, in the operation room, the catheter was inserted to the patient for a cardiac surgery. On (B)(6) 2026, in the ICU, the bed sheet was found wet and leakage was confirmed. No additional treatment was required due to this event. There was no allegation of patient injury.